Manufacturer narrative:
(B)(4). Results: endoleak. Implantation of the stent graft in zone 0 and zone 1, and endurant snorkel procedure. Conclusion: implantation of the stent graft in zone 0 and zone 1, and endurant snorkel procedure.

Event description:
A talent thoracic stent graft system was implanted in a patient for the endovascular treatment of a thoracic aortic aneurysm. Aneurysm and vessel morphology was not reported. It was reported that the patient was in for a routine follow up appointment. A CT was done revealing a proximal type I endoleak at the level of the left carotid artery which had been bypassed during the index procedure. A talent stent graft was implanted to treat the proximal endoleak implanted in zone 0 and another talent tapered limb distal extension was added distally. A snorkel of the innominate artery was done with endurant 16x20x82 flared limb, no endoleak post repair. The endoleak was due to the anatomical challenges. No clinical sequelae were reported and the patient is fine.